Event description:
Pt status post pdc implantation approx (B)(6) 2008 returned to surgeon. X-rays showed the disc was in good alignment and did not migrate. Surgeon thought the pt's positioning of the neck 3 years later was slightly kyphotic and decided to remove the pdc on (B)(6) 2011.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. The investigation could not be completed, no conclusion could be drawn as no product was returned. A device history records review has been requested.